Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring over 400 mg/dl. No further information was available. This blood glucose level without other symptoms does not meet animas¿ criteria for a reportable adverse event; no adverse is being reported in association with this complaint. The reporter alleged the patient was not getting their insulin. Animas customer support contacted the reporter to gather more details; however, the reporter did not have any further details to report. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an inaccurate delivery issue.